Event description:
While troubleshooting for a check patient line alarm, a care giver (cg) indicated that there two gaps of air in the line. The observed air was noted during the initial drain while the home patient (hp) was connected. Nothing unusual was noted during troubleshooting for the air. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on using new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.